Manufacturer narrative:
On (B)(6) 2025: the device has been interrogated twice. During the second interrogation, the user has requested the upgrade of the device. During the upgrade procedure, the user has removed the telemetry head from the device and the procedure has been interrupted. During an upgrade procedure, the bluetooth low energy (ble) function is blocked in order to avoid any incompatibility between the ble chips and the other ones which a normal behavior. Since the upgrade procedure has been aborted by removing the telemetry head, the ble function remained blocked and the remote monitoring was not possible anymore including the battery voltage display (only the value measured by ble is displayed even if a measure is performed everyday without ble). On (B)(6) 2025: the user has restarted the upgrade procedure which was correctly performed. Therefore, the ble function has been correctly restored.

Event description:
The pacemaker has been controlled on the (B)(6) 2025, inductively as it wasn't upgraded with software version enabling bluetooth interrogation with smart touch tablet. No action was done to rf communication setting, but since then remote monitoring was impossible. Communication with smartview connect was impossible. The patient has been controlled on the (B)(6) 2025 on site. Rf communication was still set on; but battery voltage measurment hadn't been performed since (B)(6) 2025. The pacemaker has been upgraded in order to be able to communicate with the tablet in bluetooth. Rf has been set off manually, session has been closed, then reinterrogated and rf set on; then session has been closed again. After that, the device has been interrogated and battery voltage was updated on the day of interrogation. Patient has been sent back home with smartview connect and a request for manual remote interrogation that succeeded in the following hour. Problem has been solved; remote monitoring has been restored. To be noticed: tablet was in 3.16 version on both follow ups.